Event description:
It was reported that the ilet generated recurring ¿alert 60 ¿ ble board communications error,¿ and the user was unable to resolve the malfunction through restarts, after which a replacement device was provided, and the user used an alternative insulin therapy in the interim. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no injury, no medical intervention beyond standard device replacement, and no hospitalization. Investigation included review of device history and case documentation, verification of serial information, and coordination with shipping for device exchange. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.